Event description:
Pt reported experiencing elevated blood glucose ("hi" on meter). She stated that shhe felt like she does when her blood glucose was elevated. Pt stated that her normal blood glucose range was 100-150 mg/dl. She indicated that her infusion device appeared to be working correctly as it pushed insulin out when priming and after programming a bolus. Pt did not report any other symptoms associated with the elevated blood glucose. She indicated that she changed her infusion set and administered a bolus to reduce her blood glucose. Pt indicated that she would continue to monitor her blood glucose level. She did not report requiring medical assistance to address the issue. Product not being returned for evaluation.